Manufacturer narrative:
The related instruction for use (IFU) requests the user to ¿ensure that all components needed for the operation are available in the operation theatre.¿

Event description:
Customer reported that due to the absence of screwdriver 1320-0200, there was no possibility of extracting gamma nail. The patient was closed and woken up without surgery.

Event description:
Customer reported that due to the absence of screwdriver 1320-0200, there was no possibility of extracting gamma nail. The patient was closed and woken up without surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.